Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or photographs provided to confirm the reported event. Review of the information provided describes the malplacement of the screw and suggests final tightening of locks screw was inefficient or overlooked contributing to the subsequent spacer migration and revision procedure. No patient injury reported. Review of the device history records of all devices involved notes no material nonconformance's, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Label review: "... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants." "...care should be taken to insure that all components are ideally fixated prior to closure. All components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw..." No product has been returned.

Event description:
On (B)(6) 2018, a patient underwent posterior lumbar interbody fusion at l3-4 levels with no reported issues. Post-operative radiographs showed the right screw at level l4 was malplaced and the right cage migrated. On (B)(6) 2018 a revision procedure took place where additionally the set screws at l3 and l4 were found to be loose. During the revision all 4 screws and 4 set screws were replaced and the right side cage was removed. No patient injury reported.